Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert noted in the pump history. The customer's blood glucose level was reported as 114 mg/dl. The customer tried charging the pump for over 30 minutes with the tandem wall adapter, and although the pump started charging, the connection was unstable. A different charging cable did not resolve the issue. Technical support arranged for a replacement tandem cable and wall adapter to be sent via two-day shipping, and advised the customer to use a backup insulin pump if the battery depletes.